Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital after feeling dizzy and experiencing a syncopal episode. Upon inspecting the system, loss of capture and high thresholds were observed on the right ventricular channel. The patient's pacemaker was reprogrammed and remains implanted and in service. No additional adverse patient effects were reported.